Event description:
It was reported to boston scientific corp that during a therapeutic drainage procedure using an axxcess catheter in 2006, (pt gender and age unk) the catheter broke into 2 pieces while the physician was withdrawing the device. The pieces were retrieved by the physician. The pt's condition was reported as "fine".

Manufacturer narrative:
The device was rec'd and evaluated by the MFR. The visual examination revealed that the catheter was torn in 2 pieces. A function eval found that a 0.038 guidewire could be passed through the device without issue. The device history record review revealed no anomalies. The complaint has been confirmed.